Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that the speaker was completely out of sound. Additionally, a speaker malfunction inop was displayed. A philips remote service engineer (rse) spoke with the customer who requested a replacement part with no engineer evaluation. It was determined that the malfunction was the speaker. The cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. E1 reporting address state: (B)(6). E1 reporting address line1: (B)(6).